Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported their automated impella controller¿s (aic) purge door release button fails to open the door.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. Added e1. Zip code extension was omitted during initial report. Added e4 reporter also sent report to FDA was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the inability to open the purge door on ic9659 was likely a defective latch mechanism within the purge door latch assembly.